Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their, "pacemaker is not beating correctly," and, "has not been working right for some time," that it is, "running to slow running below 67 bpm," and they are, "not doing well." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.